Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse tested the balloon, inserted the catheter, and observed urine was returned, but the catheter then fell out of the patient with the balloon burst. The catheter was replaced and the issue occurred again. No pieces were reported missing from either balloon. The complainant reported that the catheters were inflated with sterile water from the syringe in the kit. The patient experienced minor bleeding with no medical intervention and was unable to void, so he had to go to the emergency room to have another catheter placed overnight.

Manufacturer narrative:
The reported event was unconfirmed,as the problem could not be reproduced. Visual inspection noted 3 unopened surestep foley tray systems were received. Visual evaluation noted no obvious defects. All balloons were completely intact, and were filled with methylene blue and water to check for any holes or tears in the balloons. No leaks were observed. This meets specifications which stated that balloon must not be tear. The catheters were flushed with a methylene blue and water solution from the funnel end to the eyelets of the catheter and then from the eyelets to the end funnel, and no leaks were observed. No cuts in the drainage lumen was noted. This meets specifications stating that cuts in lumens are not allowed. A full DHR was not required due to the event being unconfirmed. The instructions for use were found adequate and state the following: "bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab."

Event description:
It was reported that the nurse tested the balloon, inserted the catheter, and observed urine was returned, but the catheter then fell out of the patient with the balloon burst. The catheter was replaced and the issue occurred again. No pieces were reported missing from either balloon. The complainant reported that the catheters were inflated with sterile water from the syringe in the kit. The patient experienced minor bleeding with no medical intervention and was unable to void, so he had to go to the emergency room to have another catheter placed overnight.